Event description:
It was reported that the user experienced hypoglycemia after meals while using the ilet, including a blood glucose value of 68 mg/dl that was treated with approximately 2 ounces of juice and returned to range; the user requested additional education on meal announcements. Symptoms included low blood glucose. Outcomes included transient hypoglycemia without medical intervention or hospitalization. Investigation included troubleshooting and user education provided remotely and arranging additional training. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and that further user education was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.